Event description:
It was reported that the patient with this pacemaker experienced hematoma and discomfort. A magnetic resonance imaging scan was performed, however, the boston scientific technical services consultant confirmed that a magnetic resonance imaging scan should be put off for six weeks following a procedure per labeling. This pacemaker was surgically revised and remains in service. No additional adverse patient effects were reported.